Event description:
It was reported that the customer experienced low blood glucose levels and that emergency medical services were called to intervene. The customer did not provide the blood glucose reading. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.